Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was unable to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.